Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser and occured on an unspecified date. It was was reported that the pump failed on patient-shutdown. Furthermore, it was reported that the pump was tested and logs verified. There was patient involvement and unknown human harm reported. No further information was provided.

Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.